Event description:
It was reported that, during a shoulder stabilization surgery using a 1.8 knotless fibertak, the fibertak anchor broke off. The customer reported that the surgeon was unable to retrieve the fragment. However the customer was confident that the anchor part was outside the joint. The surgery was finished successfully with a new device with a different part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Update: (B)(6), on (B)(6) 2023. The customer was not able to determine which anchor broke during the surgery however the following devices were used 5x ar-3638, 2x ar-4068-25tr and 2x ar-2923bc-1.

Manufacturer narrative:
The complaint cannot be confirmed because the device cannot be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.